Event description:
Since delivery of the first treatment aligner, the pt reported excessive salivation that lead to nausea and vomiting. Subsequent days lead to conditions involving mental confusion/incoherent and rapid heart rate. Every time the pt removed the trays his symptoms disappeared.

Manufacturer narrative:
This report is being filed outside the 30 days requirement, as this MDR filing is related to align technology's CAPA (b)(46) based on form FDA 483 inspection observation, file number (B)(4).